Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell on the pump and the touchscreen cracked. Pump was not functional. Contact was not aware of blood glucose level (between 54-500 mg/dl). Customer reverted to using manual injections for insulin therapy.